Manufacturer narrative:
No product was received as no product fault was alleged. No radiographs could be provided confirming the alleged complaint. Review of the reported event identified the patient suffered a post-operative fall, which is considered the root cause of the fractured vertebra. No product failure was alleged or identified. No additional investigation is required. Label review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries"; "patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed"; "post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques".

Event description:
On (B)(6) 2021 the patient underwent an operation in which the reline system was used to fix the t9/iliac (pelvis). On (B)(6) 2022 the patient experienced a fall, which fractured the t9 vertebra. On (B)(6) 2022 the patient underwent a surgery to address the fractured vertebra in which the reline screw was removed from the t9 and the patient's t6 to t8 was fixed to stabilize the spine.